Event description:
It was reported that while performing an anterior cervical decompression fusion, zero p procedure, the arm of the retractor broke off when the surgeon released the tension and pulled the retractor back from the sterile field. All pieces of the retractor were retrieved. The procedure was completed with no further problem and no adverse event to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed the vertebral body retainer is fractured on both sides of the female hinge joint. The breakage indicates excessive force was applied to the instrument. The two spot weld pair on one side of the pin/hinge interface also failed. There is some oxidation on and around the fractured surfaces. This oxidation may have occurred due to the exposed metallic surface during reprocessing. The design was reviewed and is adequate when used as intended. Based on the number of 03.820.111 sold between december 2010 and december 2012, the occurrence rate of breakages is (B)(4) percent. However, as this is a multi use instrument, the actual rate of occurrence of breakages should be significantly lower. It should also be noted that there are complaints calculated into the occurrence rate above which involve using this device in cases other than pro disc c and may involve the misuse of this device as a distractor. (B)(4) could not locate the risk analysis for this instrument in windchill. In conclusion, the retainer was used during a zero p case and may have been used as a distractor, mis-use. This instrument is meant to be used as a retainer after distraction in pro disc c cases. It is not clear how this instrument was being used for this failure to occur. Therefore this complaint is deemed indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.